Event description:
Caller stated he "had a replacement and the alarm went off saturday at 1pm. It has been going off every day around 9-10am. I have lost a lot of weight, and I told my doctor one of the leads popped up like the golden arches". Caller contacted his md, they forward to mdt. Caller states he does not want to participate in remote home monitoring. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).